Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between april 9, 2024 ¿ april 10, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and fluid inside the bladder was observed which suggests a possible no flow may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fluid did not flow through a small volume folfusor during infusion. The device contained 5-fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.